Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following results: (B)(6) 2012: initial 133.71 u/ml. It was indicated that the patient was tested at another lab and the results were not elevated (no method or result was provided). The original patient sample (frozen) was retested; 14.39 u/ml and 12.02 u/ml. There was no adverse impact to patient management reported.

Event description:
On (B)(6) 2012 additional testing information was provided for the patient as follows: the same sample from (B)(6) 2012 was retested on (B)(6) 2012 (u/ml) using a different lot number; neat 14.17, 1:2 dilution 2.26, 1:3 dilution 2.17, 1:4 dilution <2.0, hbt 13.36 a second sample had been drawn for the patient on (B)(6) 2012 generating a result of 16.88. These results were not deemed elevated.

Manufacturer narrative:
This follow-up report is being sent to add the manufacturing location. Evaluation, as previously documented: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 08056m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 08056m500, was identified.

Manufacturer narrative:
Corrected information: this follow-up report is being sent to add the manufacturing location. Evaluation, as previously documented: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 08056m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number (B)(4), lot number 08056m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information was received from the customer on (B)(6) 2012. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 08056m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 08056m500, was identified.